Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported death. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. Upon follow up with the patient¿s nurse, it was verified that the patient had been connected to the cycler when they passed away. The cycler was at the end of treatment screen when the patient was found unresponsive in their home. There were no alarms or issues noted with the supplies or the cycler at the time of the event. The cause of death remains unknown as an autopsy was not performed. An end stage renal disease death certificate was not available for review. Additional information was requested but is unavailable.